Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary ==> the product was not returned to depuy synthes; however photos were provided for review. The photo investigation revealed that an arthroscopic image is shown which shows the patient's joint with rests of metal particles. The overall complaint was confirmed as the observed condition of the aggressive 4.0mm 5pk would contribute to the complained device issue. Based on the investigation findings, the potential cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; as per IFU; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during an ankle arthroscopy procedure, it was discovered that metal debris from the aggressive 4.0mm 5pk shaver was observed shortly after the procedure began, with no specific cause identified. A shaver from a different package was then used, but it also produced debris. It was noted that no leverage was applied by the user during the procedure. The pump was set to solo mode, and suction was minimized to maintain a stable joint pressure of 40 during the shaving process. Debris generation ceased only after switching to a completely different shaver tip. The fragments generated during the procedure were successfully removed. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D10: concomitant med products and therapy dates: shaver handpiece 2.0 with buttons device, (B)(6) 2025. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: 1 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it is in used condition and it was forwarded to research & development (r&d). Research & development (r&d) conducted an evaluation with the following results: the purpose of this investigation is to identify any potential causes of shaver shedding reported for the 4.0mm aggressive blade plus, 283419. An amount of shaver shedding is expected during use, this inspection will identify if any nonconformances could be the cause of the reported excess shedding. Sample of the 4.0mm aggressive blade plus, 283419, from lot m2408008 inner and outer assemblies were inspected for tolerance in respect to dwg (drawings). Inspection for samples from lt# m2408008 revealed one sample with an out of tolerance inner sub-assembly outer diameter. This dimension was lower than the allowed tolerance resulting in a slightly narrower inner assembly. This finding would not result in shedding since the inner sub-assembly¿s outer diameter dimension would not cause friction or additional contact with the outer assembly¿s inner diameter dimension. Additionally, the lubricant applied to the blade would fill any gaps between the inner and outer assemblies. The outer diameter was 0.001mm oos which could be attributed to differences in measurement technique between the production site and the raynham inspection lab. The od being so slightly under spec would not have an impact on shedding. Therefore, no nr will be opened. The overall complaint was not confirmed as the observed condition of the aggressive 4.0mm 5pk would have not contributed to the complained device issue. Based on the investigation findings a potential root cause cannot be determined. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Investigation summary: 2 the products were returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned devices found that four unused device were returned and they were forwarded to research & development (r&d). Research & development (r&d) conducted an evaluation with the following results: the purpose of this investigation is to identify any potential causes of shaver shedding reported for the 4.0mm aggressive blade plus, 283419. An amount of shaver shedding is expected during use, this inspection will identify if any nonconformances could be the cause of the reported excess shedding. Samples of the 4.0mm aggressive blade plus, 283419, from lots m2408008 inner and outer assemblies were inspected for tolerance in respect to dwg (drawings). The outer assemblies were inspected for inner diameter, outer diameter, and overall length tolerances. In summary, the inspection of the samples provided yielded no potential cause for shaver shedding. All dimensions were within specification. The overall complaint was not confirmed as the observed condition of the aggressive 4.0mm 5pk would have not contributed to the complained device issue. Based on the investigation findings a potential root cause cannot be determined. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.